Event description:
Needle broke off hub and remained in skin of abdomen [device induced injury]. Case description: pt with type ii diabetes mellitus reported that novofine 30 needle broke off in their abdomen on two different occasions. The pt, who was introduced to an innovo insulin doser, novolin 70/30 penfill insulin and novofine 30 needles in 2002, reported that the push button on the dose had been hard to depress since 2003, causing the needles to break in their abdomen. Pt reported that the needles broke at the plastic hub and remained in th skin. Both the pt and their spouse tried to remove the needles with tweezers without success. Pt did not seek medical attention and the needles have not caused pain or bothered pt 14 days later, the needles remained in their skin, and the pt stated that pt hoped their body would eventually push the needles out. Pt does not reuse the needles and has no history of breaking needles in their skin. The pt was diagnosed with diabetes in 1995 for which pt started insulin therapy in 1998. The needles in question had been given to pt as samples by their physician. The pt is not yet recovered.